Event description:
Customer reported that she received two button error alarms in one day. The blood glucose reading was 359 mg/dl and customer treated with a bolus from the insulin pump. She did not recall any significant events leading up to the event. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.